Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded atrial fibrillation (af) burden at the time of the previous transmission however the data had not been available at that time. A request was made to have data from this device analyzed. Data analysis confirmed the af trend data appeared to have a corrupt byte and had then been changed. It appeared to be spontaneous corruption of an unknown cause and appeared to be a benign diagnostic anomaly. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. This s-ICD recorded atrial fibrillation (af) burden at the time of the previous transmission however the data had not been available at that time. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Manufacturer narrative:
Correction to h2 from device evaluation to additional information. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. This s-ICD recorded atrial fibrillation (af) burden at the time of the previous transmission however the data had not been available at that time. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded atrial fibrillation (af) burden at the time of the previous transmission however the data had not been available at that time. A request was made to have data from this device analyzed. Data analysis confirmed the af trend data appeared to have a corrupt byte and had then been changed. It appeared to be spontaneous corruption of an unknown cause and appeared to be a benign diagnostic anomaly. This s-ICD remains in service. No adverse patient effects were reported.